Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging "default auto test". No further information was provided. Customer technical support made attempts to contact the reporter for clarification, without success. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
¿Default auto test¿ is not in the pump user manual or anywhere in the errors, alarms, and warnings list. A review of the black box and alarm history did not reveal any ¿default auto test¿ alarms. No errors, alarms, or warnings related to the complaint were found on the black box or alarm history. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. Test boluses were performed and were accurately recorded in the pump history. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation.